Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: (B)(4) passed external visual inspection but failed functional tests. Battery was received with flags enabled. The discharge field effect transistor (fet) was disabled. Therefore, the battery could not power the controller. Upon opening the battery it was found that the welding between two cells was open. This is a manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer after being replaced due to not charging when connected to the battery charger. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed a cell-under-voltage and pack-under-voltage flag, which rendered the battery inoperable. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold, and a pack-under-voltage flag is triggered when the battery pack voltage falls below a voltage threshold. Internal inspection of the battery revealed a lifted cell weld, which contributed to the cell-under-voltage flag and pack-under-voltage flag. The most likely root cause of the reported event can be attributed to a lifted cell weld. A supplier investigation investigated lifted cell-weld tabs. If information is provided in the future, a supplemental report will be issued.